Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
There was no report of patient harm. The date of event is unknown. The time of event is unknown. No knowledgement of adverse event. Refer to expiration date as complaint notification. Customer advised: no video image.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the control body corroded. Based on the result, we concluded that it was caused due to the excessive force applied on the control body. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the light guide cable fluid damage, the lg cable connector fluid damage, the insertion flexible tube (ift) buckled, and the distal body leak. Correction information: g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result. Additional information: h4: device manufacture date.